Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower screen repeatedly went black and became unresponsive. The device required a manual reboot to restore functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) tested the machine extensively to attempt replicating the reported issue, but the problem could not be reproduced. The staff also attempted replication without success. The fse tried multiple actions including opening all doors, running the machine on battery, and verifying that all connections were tightly seated but the issue did not reoccur. The system functioned as intended after the field service engineer investigated the device.